Event description:
It was reported that during a CABG, an actuation sound was not the usual and the device had a difficulty in cutting and sealing. The 2nd device was used, but it did not pass the system check. The device was used for the mesentery. Another radio knife was used to complete the case. There were no adverse consequences to the patient. After operation, the sales rep checked the complaint devices; those took a long time to pass the system check. Finally, the blade of both devices broken off. Two devices will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Device a was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The blade was found cracked at the discolored location. It is possible that there were tissue effect issues prior to the blade cracking. When the blade is damaged due to metal to metal contact, it can impact the performance. This was not confirmed during analysis due to the blade being cracked. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. Device b was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched. It is possible that there were tissue effect issues prior to the blade breaking off. When the blade is damaged due to metal to metal contact, it can impact the blade performance. This was not confirmed during analysis due to the blade being broken. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade ¿lockout¿ later in the procedure, and continued usage can result in a broken blade.